Manufacturer narrative:
Initial and final MDR 1911260 - MDR 3003442380-2024-14369 - device 4 of 4. E1: patient city: (B)(4). Patient country: canada.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12-jun-2024, it was reported that patient faced four infusion set leakage events since january-2024. No further information available.